Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced feelings of sensation when stimulation was turned off, including a tingling sensation up the back and down the legs. The patient was reprogrammed on (B)(6) 2011 and the event was reported as resolved without sequela on (B)(6) 2011.

Event description:
Additional information received reported that the patient was also programmed on (B)(6) 2011. It was also noted that the event issue was related to the device therapy and confirmed that patient had the implantable neurostimulator turned off. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had turned stimulation off for some time per her hcp. The patient fell getting out of the shower on (B)(6) 2011, and on (B)(6) 2011 the patient experienced tingling in both of her legs as if stimulation was on. Additional information has been requested, but was not available as of the date of this report.